Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted nephroureterectomy surgical procedure, the customer attempted to install two endoscopes, but the screen did not recognize that anything was connected. The customer then performed a hard power cycle of the vision side tower, but the issue persisted. Technical service engineer reviewed the system logs and did not find any related issues. The customer swapped the vision side tower with another vision side cart to continue use. The procedure was converted to another dv system with no reported injury.